Event description:
Multiple reports of battery issues with heartmate left ventricular assist devices (lvads). Multiple users have required battery exchange, ebb replacement, and controller replacement due to machine alarming battery failure.